Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the device does not alarm for downstream occlusion. The unit was triaged, and the customer¿s reported condition was confirmed; the unit was put through the recertification test, which the unit passed successfully. The occlusion (upstream and downstream) test was performed using the hemostat at a feed rate of 400ml/hr and the unit presented with the expected feed error only for upstream. For downstream no error was presented. The unit was then disassembled. The ultrasonic sensor was replaced and during downstream occlusion unit gave flow error with audible alarm tone. Also during analysis, the front case was found to have a crack on the top of it. The potential root causes are excessive damage due to customer misuse and a possible defective component. This unit has been repaired, tested and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trend ing information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit does not alarm for downstream occlusion. No patient involved in this event.